Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of the device. The visual inspection of the returned product noted that the reload had a full staple complement. Functionally, the reload was loaded into pmv representative instruments and applied to test media. All staples were placed properly and the test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during hepatectomy, they connected reload to adapter and pushed the blue button to check the jaws ,however the jaws began to articulate. Replaced by a new cartridge and pushed the blue button, however the device did not react. Replaced by a manual handle ,the procedure was completed with no problem. The event occurred during the procedure but the product was not used for patient. The status of the patient is alive with no problem.